Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely inspection prior to use was not conducted properly since the clogged nozzle is detectable. The foreign material may not have been removed because the device could not be reprocessed properly due to leak of the biopsy channel. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system, inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: minor peeling from the scope labels; leaking from instrument channel; punctured forceps passage channel; low angulation; play control knob movement; deep dents in distal end plastic cover; cracked glue on bending section cover; minor shakiness in insertion tube; slow flow in the air/water supply; and minor scratched control body. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. There was no delay in the start of precleaning. The customer aspirated water through the instrument/suction channel. The customer wiped/brushed the instrument with clean lint-free cloths, brushes and sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. It was unknown whether the customer presoaked the colonovideoscope with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the air water channel was not working while using the colonovideoscope. The issue occurred during the beginning of the diagnostic colonoscopy procedure, and it was completed using a similar device. There was a delay of a couple of minutes when the scope was exchanged, and the patient was under sedation. There were no reports of patient harm. The device was returned and evaluated; the nozzle was clogged due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.